Event description:
It was reported that the patient with this remote communicator of this pacemaker system displayed a red call doctor icon. Additionally, it was seen on the remote communicator three green collecting waves and yellow collecting waves. It was believed that this pacemaker system exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. Which triggered a lead safety switch to unipolar mode. Subsequently, troubleshooting was performed, the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.